Event description:
It was reported that the customer had a battery out limit and weak battery fail on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised that a battery out alarm during normal use may indicate a loose battery cap. The customer was advised that we are sending a replacement battery cap. The customer was advised to changed to battery that passes the battery test and she did. The customer reports that the keypad issue is no longer there. The customer says that if she has an issue, she will call back.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.